Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt stated they were getting alarms when connected to the power module, not while tethered to the batteries. The vad coordinator stated that the pt has a known tear in the percutaneous lead and doesn't believe there were exposed wires, prior to taping it up. The pt was admitted to the hospital and kept on batteries. The pt will receive a custom non-grounded cable. Additional info from technical services after review of the event log files noted that the pt had frequent speed drops and no specific wire damage was noted via visual examination other than a slight kinking of the line. No further info is available at this time.